Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the screen of the device would not load at all. The fan of the power supply was noisy, and it appeared as though there was no power sent into the micro processor unit (mpu) and link electronic module (lem); therefore, nothing showed on the screen. The device powered up and performed its normal operation when a known good power supply was put in. It was also noted that the device had a lot of cosmetic damage, and internal corrosion was found; therefore, the device was scrapped and replaced.

Event description:
It was reported that the display screen of the programmer would not load at all. It was also requested that all hinges be repaired, and that all software be updated. The programmer has been returned. No patient complications have been reported as a result of thisevent. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.